Event description:
Roche diagnostics product investigation determined the lancet does not retract into the softclix lancet device. No pt injury was reported and no treatment was received. Pt did not provide the location where the malfunction occurred. Replacement was shipped to the pt and the suspect lancet device was received in 2007. The softclix lancet system: lot wis034.

Manufacturer narrative:
The suspect device is the softclix lancet.